Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the device may have been exposed to liquid. Blood glucose value was 152 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted to the electronic assembly during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.